Event description:
The customer reported problems with the cine function. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the cine bridge. The system operates as intended.